Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer just received the pump and the wake button is not functioning. Reportedly, the pump still turns on when plugged into a power source. Customer's blood glucose levels were not impacted. Contact stated customer has not started using the pump for insulin therapy yet.